Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump housing was damaged resulting in cartridges not sitting well and not being recognized during load. There was no reported adverse effect to the customer's blood glucose level. No additional patient or event information was available.